Manufacturer narrative:
(B)(4). Investigation results: a fully deployed wallflex biliary rx partially covered stent and delivery system were returned for analysis. Visual examination of the returned device found the stainless steel tube was not actuated beyond its reconstrainment limit. The distal end of the stent was damaged and appeared stretched. No other issues were identified during the product analysis. The damage that was noted to the stent was consistent with the application of excessive force during usage. The investigation concluded that the observed failure is likely due to anatomical / procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was to be used to treat a malignant stenosis in the common bile duct during a stent placement procedure performed on (B)(6) 2017. Reportedly, the placement of the stent was planned from distal to proximal of the hepatic portal. According to the complainant, during the procedure, reconstrainment of the stent was attempted to adjust position. However, the stent was unable to be reconstrained and remained partially deployed. The device was removed from the scope and patient in one piece. Outside of the patient another attempt was made to reconstrain the stent but was unsuccessful. A different device was used to complete the procedure. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the distal end of the stent was damaged.